Event description:
During a cardiopulmonary bypass procedure, pressure sensor of a heart lung console produced " low air pressure" error and an alarm, which was not resolved by changing air supply. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.